Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? The lot number is ju0210. No further information will be provided. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. In the ward, suction failure was confirmed on the second postoperative day. Therefore, it was replaced. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide details if only reservoir was replaced on post op day 2? Or was drain replaced and a surgical procedure required to place the new drain? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No sample will be returned as per customer complaint description.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4, h6 component code: g07002 product not returned. Additional information received: qty of product involved of 2179 : 2 = 1. [Additional product]product code : 2233, qty of product involved : 1, qty to be returned: 0, lot number : unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. As you are requesting we add a 2nd product for 2233/drain product code and the event states suction failure was confirmed, which refers to the reservoir and no adverse consequences were reported. Please provide details if only reservoir was replaced on post op day 2? Or was drain replaced and a surgical procedure required to place the new drain? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.